Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ errors on the ilet during supply changes and a dry-run attempt, despite a reboot, and nothing was visible in the pump chamber; the screen remained usable, blood glucose was not impacted, and a replacement pump was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and review of information provided by the user or third party. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Dents were observed on the edge on the display assembly. Complaint confirmed and duplicated. Alert 38 was annunciated after multiple unsuccessful attempts to rewind lead screw. However, after inspecting the interior components, the cause was unable to be determined.